Event description:
Allegedly, quality systems director received a call from a patient on (B)(6) 2022. The event related to patient was captured under incident group number (B)(4). On the call, it was indicated that patient's friend wanted a revision surgery covered by microport orthopedics. It has not been indicated if the revision surgery has happened yet. Reasons for revision surgery are also unknown.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Section d1: the brand name and d4 the model number have been update.